Event description:
The customer stated that he was hospitalized due to hyperglycemia and chest pain. The reported blood glucose reading was 499 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime and high pressure tests passed. The customer's doctor did not feel the insulin pump was the cause of the event. The customer stated that the insulin he was using may be bad. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.